Manufacturer narrative:
Insulin pump had a button alarm due to moisture damage on keypad trace. No moisture damage on electronics noted. Insulin pump received with scratches on display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 96 mg/dl. The customer stated that the insulin pump may have gotten wet. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.